Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 500 mg/dl and high ketone levels. Customer was treated with intravenous saline drip and insulin. Customer was released from the emergency room 4 hours later. Upon being released from the emergency room the customer was in ¿stable¿ condition, and customer¿s bg level was 154 mg/dl. Reportedly, multiple occlusion alarms occurred and a cartridge alarm (alarm 25). Customer did not recall removing the cartridge prior to the alarm 25 occurring. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin therapy.